Manufacturer narrative:
-Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing leg weakness even when stimulator is off. The physician believed that it was not device related but rather the spinal cord stimulator (scs) paddle placement. The patient underwent scs explant procedure and was doing well postoperatively. The explanted device will not return as it was kept by the facility.